Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller was calling from a facility and she just stated that she has a manual wheelchair that has a broken seat belt.